Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and one curved opening on the anterior side. The leak test and microscopic analysis were performed which identified one striated opening on the anterior side, and wear abrasion. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is one striated opening due to surgical damage consistent with the use of a surgical tool. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.